Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the left blade was returned detached from the instrument. The blade was found to have fractured at the cross section of the grip cable crimp resulting in half of the cable crimp becoming exposed. The fractured plane is nearly straight. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure the monopolar curved scissors instrument broke and a piece fell into the patient. The procedure was converted to traditional laparoscopic techniques in order to retrieve the broken piece. The procedure was completed and no patient harm, adverse outcome or injury was reported.